Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the delivery system was fully open on return and had a 0.035in guidewire inserted. The device was closed and the guidewire was removed without issue. The device was inserted through an 8fr sheath without issue. The stent of the device was deployed during the procedure. A visual and tactile examination of the returned device found that the outer sheath was kinked at various positions along its length. The investigator identified no issues with the profile of the holding sleeve and stent cup. It was also noted that the inner could be advanced and retracted without issue during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removing occurred. The physician was treating a stenosis in the aortic bifurcation using two 10 x 42mm x 135cm wallstents in a kissing balloon fashion. The wallstents were advanced to the lesion and deployed over two non bsc guidewires. Upon removal of both stent delivery systems (sds) resistance was encountered. Both sds's were removed together with the guidewires. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07768. It was reported that difficulty removing occurred. The physician was treating a stenosis in the aortic bifurcation using two 10 x 42mm x 135cm wallstents in a kissing balloon fashion. The wallstents were advanced to the lesion and deployed over two non bsc guidewires. Upon removal of both stent delivery systems (sds) resistance was encountered. Both sds's were removed together with the guidewires. The procedure was completed with this device. No patient complications were reported.